Event description:
A 73-year-old male weighing 290 lbs allegedly experienced an approximately 1" skin tear on left forearm with ecchymosis and bleeding 45 minutes post application of the 3m¿ red dot¿ soft cloth monitoring electrode, 2670-5, lot 202408te, that required medical treatment described as "cleaned and dressed" in order to treat a minor injury, and not to prevent a serious injury. The patient was discharged home.

Manufacturer narrative:
H10: product sample was not returned to 3m for analysis. Without a sample, it is not possible to perform any tests to determine if the device met specifications. Without additional information, it is not possible to definitively determine the root cause.3m will continue to monitor. The instructions for use states, 3m¿ red dot¿ repositionable monitoring electrodes are disposable and may be safely worn up to 3 days which may vary depending on skin condition and environmental factors. The 2670 electrode has adhesive that is more aggressive than the 2660 and should be used if the level of adhesion of the 2660 is too low for a particular patient or clinical application. To minimize skin trauma during electrode removal, pull up slowly and gently from the tab or the edge of the electrode.